Event description:
(B)(4). I have had pelvic pain, loss of libido, body acne, anxiety attacks, panic attacks, mood swings, depression, brain fog, forgetfulness, cloudiness, insomnia, weight gain, discharge door, dysmenorrhea, incontinence, heavy periods, hip and lower back pain, headache, dizziness.